Event description:
There was an allegation of a questionable cobas® mpx - 480t assay result for a donor sample tested on the cobas 6800 analyzer. The initial test for the donor's first donation was conducted on (B)(6), and the donor made a second donation on march 13. On (B)(6) 2026: the result was hbv reactive. On (B)(6) 2026, the cadaveric plasma from the same tube was tested and the result was non-reactive. On (B)(6) 2026, the plasma from the blood bag was tested and the result was non-reactive. On (B)(6) -2026, a second blood donation was tested and the result was non-reactive. The serology result was non-reactive.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The data analysis revealed no anomalies in the algorithm that could lead to erroneous outcomes. The sample, which tested reactive for hbv, showed a pcr growth curve for the hbv target. The internal control (ic) of the samples exhibits a robust amplification curve, which indicates the absence of potential pcr inhibitors in the sample matrix. Furthermore, the positive and negative controls exhibited robust amplification curves for the internal control (ic), and the targets (hiv-1m, hiv-1o, hiv-2, hbv, and hcv), indicating the proper functioning of pcr and sample preparation processes. The investigation did not identify a product problem. Overall, the data points towards the possible conclusion that the donor has a chronic hbv infection where the virus is present in the liver and blood, but replication is at a low level. Chronic carriers can have fluctuating levels of hbv dna, sometimes resulting in low viral loads or an infection that is within the window period.